Event description:
As reported via the (B)(4) study, the patient experienced a transient ischemic attack (tia) the day following the index procedure. The patient was asymptomatic prior to the index procedure. The target lesion was located in the ostium of the right internal carotid artery (ica). The lesion was described as non-thrombosed, 80% stenosed, 25mm in length, arch type I, eccentric, with no calcification. The reference vessel was 7.0mm in diameter and mildly tortuous. A 5fr terumo sheath introducer was used. A 6mm angioguard was successfully deployed beyond the target lesion. The lesion was pre-dilated with a 4x30mm aviator + balloon catheter at 10atms for 7 seconds and a 9x30mm precise pro rx stent was successfully implanted. Post-dilation was done with a 5x20mm aviator + balloon catheter at 10atms for 7 seconds. The angioguard was retrieved with debris noted in the basket. Residual stenosis was 0%. No dissection occurred during the procedure. There were no air bubbles present during the procedure. The patient left the angiography suite with no neurological deficit. Medical records indicated the day following stent implantation, the patient was hospitalized for mild left-sided weakness with decreased comprehension, confusion, disorientation, and unsteadiness. There was no visual field loss, hemiparesis, or hemiataxia. CT scan of the brain without contrast showed periventricular/deep white matter small vessel ischemic disease with no acute hemorrhage or visible cortical infarct. A carotid doppler study demonstrated patent stented portion of the distal internal carotid artery. The patient was diagnosed with a tia. The patient continued to improve with his strength. The patient was to continue aspirin and plavix. After four days of hospitalization, the patient was discharged to a rehabilitation facility. Recovery was partial with minor residuals. According to investigator, the event was not related to cordis product.

Manufacturer narrative:
As reported via the (B)(4) study, the patient experienced a transient ischemic attack (tia) the day following the index procedure. The target lesion was located in the ostium of the right internal carotid artery (ica).the lesion was described as non-thrombosed, 80% stenosed, 25mm in length, arch type I, eccentric, with no calcification. The reference vessel was 7.0mm in diameter and mildly tortuous. A 5fr terumo sheath introducer was used. A 6mm angioguard was successfully deployed beyond the target lesion. The lesion was pre-dilated with a 4x30mm aviator + balloon catheter at 10atms for 7 seconds and a 9x30mm precise pro rx stent was successfully implanted. Post-dilation was done with a 5x20mm aviator + balloon catheter at 10atms for 7 seconds. The angioguard was retrieved with debris noted in the basket. Residual stenosis was 0%. No dissection occurred during the procedure. There were no air bubbles present during the procedure. The patient left the angiography suite with no neurological deficit. Medical records indicated the day following stent implantation; the patient was hospitalized for mild left-sided weakness with decreased comprehension, confusion, disorientation, and unsteadiness. There was no visual field loss, hemiparesis, or hemiataxia. CT scan of the brain without contrast showed periventricular/deep white matter small vessel ischemic disease with no acute hemorrhage or visible cortical infarct. A carotid doppler study demonstrated patent stented portion of the distal internal carotid artery. The patient was diagnosed with a tia. The patient continued to improve with his strength. The patient was to continue aspirin and plavix. After four days of hospitalization, the patient was discharged to a rehabilitation facility. Recovery was partial with minor residuals. According to investigator, the event was not related to cordis product. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15407059 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The product was not returned for analysis. Based on the lack of information and the inability to assign or determine a root cause no corrective actions will be taken at this time. Transient ischemic attack (tia) is often associated with a temporary stoppage or slowing of blood flow to the cerebral arteries. The physical manipulation of the carotid arteries produces the risk of dislodgement of debris that may collect in the embolic protection device or flow downstream potentially disrupting perfusion. Tia occurs when the blood supply to part of the brain is briefly interrupted. Tia symptoms are similar to those of stroke but do not last as long. Most symptoms of a tia disappear within an hour. There is no evidence that manufacturing issues contributed to the event. Review of the information suggests that patient, vessel, and procedural factors may have contributed to the reported events.

Manufacturer narrative:
The (B)(4) minutes received (B)(4) 2012, disagree with the previous diagnosis that the neurological events experienced by the patient the day after the index procedure was a tia and have determined them to be a cerebrovascular accident. Therefore, to better reflect the adjudication determination the current code of tia will be changed to cva and will remain as a reportable event. The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
The cc has been updated to reflect adjudication minutes review. The adjudication minutes received 4/17/2012 disagree with the previous diagnosis that the neurological events experienced by the patient the day after the index procedure was a tia and have determined them to be a cerebrovascular accident. As reported via (B)(4), the patient experienced a transient ischemic attack (tia) the day following the index procedure. The lesion was described as non-thrombosed, 80% stenosed, 25mm in length, arch type I, eccentric, with no calcification. The reference vessel was 7.0mm in diameter and mildly tortuous. A 5fr terumo sheath introducer was used. A 6mm angioguard was successfully deployed beyond the target lesion. The lesion was pre-dilated with a 4x30mm aviator + balloon catheter at 10atms for 7 seconds and a 9x30mm precise pro rx stent was successfully implanted. Post-dilation was done with a 5x20mm aviator + balloon catheter at 10atms for 7 seconds. The angioguard was retrieved with debris noted in the basket. Residual stenosis was 0%. No dissection occurred during the procedure. There were no air bubbles present during the procedure. The patient left the angiography suite with no neurological deficit. Medical records indicated the day following stent implantation; the patient was hospitalized for mild left-sided weakness with decreased comprehension, confusion, disorientation, and unsteadiness. There was no visual field loss, hemiparesis, or hemiataxia. CT scan of the brain without contrast showed periventricular/deep white matter small vessel ischemic disease with no acute hemorrhage or visible cortical infarct. A carotid doppler study demonstrated patent stented portion of the distal internal carotid artery. The patient was diagnosed with a tia. The patient continued to improve with his strength. The patient was to continue aspirin and plavix. After four days of hospitalization, the patient was discharged to a rehabilitation facility. Recovery was partial with minor residuals. According to investigator, the event was not related to cordis product. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15407059 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The product was not returned for analysis. Based on the lack of information and the inability to assign or determine a root cause no corrective actions will be taken at this time. Cerebrovascular accident is a known potential risk associated with implanting a stent in a carotid artery and is listed in the IFU as such. It can be defined as a cerebrovascular disorder caused by deprivation of blood flow to an area of the brain, generally as a result of thrombosis, embolism, or reduced blood pressure. The act of stent expansion or post-dilatation, to optimally oppose a carotid stent to the vessel wall, temporarily obstructs blood flow to the cerebral arteries (ischemic process). The physical manipulation of the carotid arteries produces the risk of dislodgement of debris that may travel upstream to the cerebral arteries potentially disrupting perfusion. This act, inherent to the procedure may have contributed to the reported event. A blood vessel that is not blocked, but is extremely narrowed, can also cause a stroke. There is no evidence that manufacturing issues contributed to the event. Review of the information suggests that patient, vessel and procedural factors may have contributed to the reported events.

Manufacturer narrative:
The product is not available for evaluation. Additional information will be submitted within 30 days from receipt. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15407059 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. (B)(4). No other issues were noted that were considered potentially related to the reported complaint. No nonconformance records and excursions were issued for this lot.